Event description:
Caller reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by walking them through a pump reset process, after which the error did not recur, and the caller successfully started their sensor session.